Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported by the patient that the infusion set cannula became bent while the patient was sleeping. The patient stated that the infusion site was located on the abdomen, with no scar tissue or stretch marks present at the site. The issue was resolved by performing a complete infusion set change, including replacement of the cassette, tubing, and infusion site. The event involved the patient; however, no patient harm was reported.